Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch # 0258217 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had the hub separated from the device and the plunger fell out. The following information was provided by the initial reporter : the consumer reported that when the needle shield was removed the needle hub separated. The consumer also reported that prior to trying to draw, when pulled back the plunger rod fell from the syringe. Date of event: unknown. Samples: yes.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had the hub separated from the device and the plunger fell out. The following information was provided by the initial reporter : the consumer reported that when the needle shield was removed the needle hub separated. The consumer also reported that prior to trying to draw, when pulled back the plunger rod fell from the syringe. Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned two syringes with 0.3ml graduation marks. No other forms of identification were returned. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The second syringe had its plunger rod separate from the barrel of the syringe. This may have happened if the plunger rod was accidentally overdrawn by the user during use. A review of the device history record was completed for batch # 0258217 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had the hub separated from the device and the plunger fell out. The following information was provided by the initial reporter : the consumer reported that when the needle shield was removed the needle hub separated. The consumer also reported that prior to trying to draw, when pulled back the plunger rod fell from the syringe. Date of event: unknown. Samples: yes.